Event description:
A dialysis facility reported that a pt was sprayed with formaldehyde in the eyes during machine set up. The technician attached the blue hansen connector to the dialyzer. When she removed the dialyzer port cap to-attach the red hansen connector, formaldehyde sprayed from the dialyzer port onto the pt who was seated next to the machine. The technician reported that the machine did not go into bypass when the shunt door was opened. The pt's eyes were flushed with 1.5 liters of saline. Pt was then taken to the hospital ER where he received further eye flushes and was prescribed eye drops.